Manufacturer narrative:
The customer resolved the problem. No further information was provided. The device remains at the customer site.

Event description:
The customer reported that the unit cannot discharge. There was no reported patient involvement.